Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation. Device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx extender on (B)(6) 2022. The patient presented on (B)(6) 2026 with a type 1a endoleak and the physician planned to implant a cook fenestrated graft (non-endologix). During intervention a type ib and a type iiia endoleak were identified. The physician elected to place two ovation ix iliac limbs in the right common iliac to treat the type ib endoleak, which was resolved. The physician then implanted a cook (non-endologix) graft to bridge the grafts together and a proximal zfen graft (non-endologix) was placed to treat the type 1a endoleak. The patient¿s current status is stable. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak, type ib endoleak of the right common iliac artery, the type iiia endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Lengthening of the aorta and increased angulation likely resulted in reduced component overlap of the existing graft. The decreased overlap likely contributed to a type iiia junctional endoleak causing aortic remodeling. Increased proximal infrarenal angulation, combined with aortic remodeling, likely resulted in decreased graft apposition, contributing to the development of a type ia endoleak. Significant calcific plaque was noted within the right common iliac artery, likely contributing to suboptimal graft apposition and the development of a type ib endoleak. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 15.5 mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the computed tomography exam dated (B)(6) 2025. The complaint is likely anatomy related. Procedure related harms could not be determined. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.